Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the string-like foreign material appeared in the patient's eye at the same time as the iol after implanting and it was confirmed while checking a surgery video. Th material was removed during the same procedure and the surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A video was provided. The cataract removal was shown. The lens and cartridge preparation were not shown. The cartridge tip comes into view at the bottom of the screen as it is inserted into the incision. A yellow lens is visible in the cartridge. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, a linear material can be observed on the posterior surface of the optic. The material was loosened with a metal instrument. The material was removed with the I/a tip. The lens remained implanted. The nature and origin of the material cannot be determined from the video. There are 4 other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two used company cartridges were returned taped inside opened company pouches. Both of the used company cartridges were microscopically evaluated. Viscoelastic was observed at the end of the cartridge tips. Both cartridges had evidence of placement into a handpiece. No damage or foreign material was observed. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridges met specification for the presence of topcoat. One cartridge has internal damage at the top of the tip at the parting line. The second cartridge has a small area of internal damage at the left side of the tip at the parting line. A video was provided. The lens and cartridge preparation were not shown. The lens was rapidly advanced into the eye. Both haptics were tucked in the optic fold. As the lens unfolds, a linear material can be observed on the posterior surface of the optic. The material was loosened with a metal instrument and removed with the I/a tip. The lens remained implanted. A qualified lens model was indicated. The diopter was not provided it is unknown if a qualified diopter was used. A qualified handpiece and viscoelastic were indicated. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tips. It could not be determined if adequate viscoelastic was used. The instruction for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).